Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not reliably charge on the charging pad despite correct placement, and a replacement charging pad was provided. Symptoms included no clinical symptoms, and the patient reported no effect on blood glucose. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included confirmation of correct pad orientation and replacement of the suspected defective accessory. Investigation of this case revealed a malfunction of the external charging pad consistent with intermittent or no charge transfer to the device. It was concluded, based on previously established findings for similar reports, that the cause was a faulty charging accessory.